Manufacturer narrative:
The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message was confirmed during the event log review and functional testing. The root cause for the mid: 09 error was determined to be a faulty sensor on the cold well reservoir. The cold well reservoir was replaced to address the reported complaint. No liquid traces found inside the console. The thermogard console was manufactured in april 2019. Visual inspection was performed and noted missing drip pan likely due to the user mishandling. Archive event log data was downloaded and noted multiple mid: 09 (air trap assembly) error messages. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(6).

Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Date of event is unknown.

Event description:
During the device check, the thermogard console (sn (B)(4)) displayed the mid: 09 (air trap assembly) error message. No patient involvement.